Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on the trilogy evo device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer¿s service technician observed error code battery not charging fault in the device¿s event log. The manufacturer¿s service technician replacement of the device's internal battery and power supply to address issue. After the part was replaced, the manufacturer¿s service technician performed the final test on the device. The device passed the test. Additional findings not related to the malfunction/issue the manufacturer¿s service technician recognized the detachable battery was "unstable" for this device. The manufacturer¿s service technician replaced the device's detachable battery to address this issue. After the parts were replaced on the device, the manufacturer¿s service technician performed the final test on the device, and it passed.